Event description:
A nurse practitioner reported via a sales rep that a (B)(6) female rec'd solesta (dextranomer/hyaluronic acid) injection into the submucosa of the anal canal as treatment for fecal incontinence. Add'l medical history included diabetes, hypertension, colon cancer, chronic back pain, hypothyroidism, and asthma. Concurrent medications were not provided. On (B)(6) 2013, the pt rec'd four solesta injections. On (B)(6) 2013, the pt was seen by her physician for rectal pain, fever, and difficulty having bowel movements. Upon examination, the pt was found to be draining purulent pus from a rectal abscess. She was hospitalized and underwent an incision and drainage (I&d) of the abscess. The pt was given intravenous piperacillin/tazobactam while hospitalized. On (B)(6) 2013, the pt was discharged on oral amoxicillin/clavulanate treatment. The events have improved, but are still present. The nurse practitioner did not have an opinion on causality.

Manufacturer narrative:
A relation to the treatment cannot be totally excluded; however, the injection technique or the injection procedure per se may have contributed to the event. The reported events are addressed in the labeling. Device failure/out of specification condition is not suspected.